Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed what appears as atrial under sensing or sinus p- wave falling into post ventricular blanking period, therefore was not tracked. Afterwards, there was atrial pacing but without capture due to tissue in refractory state. The pacemaker remains in service, but a check was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed what appears as atrial under sensing or sinus p- wave falling into post ventricular blanking period, therefore was not tracked. Afterwards, there was atrial pacing but without capture due to tissue in refractory state. The pacemaker remains in service, but a check was recommended. The field representative mentioned that the patient was getting another device check and an echocardiogram. This situation was already reviewed by tech support, and they said it was normal device function. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed what appears as atrial under sensing or sinus p- wave falling into post ventricular blanking period, therefore was not tracked. Afterwards, there was atrial pacing but without capture due to tissue in refractory state. The field representative mentioned that the patient was getting another device check and an echocardiogram. This situation was already reviewed by tech support, and they said it was normal device function. The pacemaker has been explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed what appears as atrial under sensing or sinus p- wave falling into post ventricular blanking period, therefore was not tracked. Afterwards, there was atrial pacing but without capture due to tissue in refractory state. The field representative mentioned that the patient was getting another device check and an echocardiogram. This situation was already reviewed by tech support, and they said it was normal device function. The pacemaker has been explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.